Event description:
Patient implanted on (B)(6) 2012. Follow-up exam noted exposed mesh. Mesh was excised on (B)(6) 2012.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.